Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Performed pre-fill reservoirs testing and inspected reservoir o-rings/stopper groove for anomalies. The reservoirs passed per inspection and no leaking anomalies were found during analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received some reservoirs that were leaking. Customer's blood glucose level was 155 mg/dl. The leak occurred when they were filling the reservoir. The leak was past the second o-ring. The customer was advised that the device would be replaced and agreed to return the product for analysis.